Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. Certain switch functions are programmable to meet the user's preference. There is a description on how to properly set up the switch functions in the cv-190 instruction manual, section "4. 7 user settings (switch presets)".

Manufacturer narrative:
During troubleshooting, tac advised the customer to check the scope button. Button one was set to 'freeze'. It may have been pressed by mistake. The customer will inform the doctor. No device was returned and the cause of the reported event is unknown. However, the investigation is ongoing. If additional information becomes available this report will be supplemented accordingly.

Event description:
The technical assistance center (tac) was informed by the customer that the image on evis exera iii video system center was freezing. There was no patient injury or harm reported.